Event description:
Information as reported by the user facility: it was alleged that during manipulation of the gallbladder, the irrigator tip of the hydrosurg detached and the o-rings fell free. The irrigator tip was reported to have been properly attached when the problem occurred. The o-rings fell to the floor. There was no patient injury and the procedure was completed using another hydrosurg device.

Manufacturer narrative:
The subject product was returned for evaluation and visually inspected. The device was physically fractured at the interface where the irrigation tip attaches to the trumpet valve. The male threaded portion of the irrigation tip was broken off in the female threaded portion of the trumpet valve assembly. The irrigation tip was not returned with the sample. Examination of the returned product indicates that force was applied to the device in a manner that caused the device to fracture. We were able to replicate this failure by the application of significant force on the device. The force applied to recreate the failure was beyond what the device would be expected to see during normal use. The device is used for suction and irrigation at the site. As reported the gallbladder was being manipulated at the time of the event which may have contributed to the problem experienced. A review of the manufacturing records for the production lot number revealed that there were no discrepancies during manufacture in 08/2014. There have been no other complaints of this nature reported to date for this lot of (B)(4) units. We have concluded that the malfunction of the device was due to application of external force on the device while in use.